Manufacturer narrative:
The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced ipg inoperable. The ipg was replaced on (B)(6) 2019. Effective therapy was established post operation.